Event description:
It was reported that the camera head did not show an image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head did not show an image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections needed. Updated fields: d8, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected fields: e1 - address 1 (inadvertently the whole direction was typed), e1 - city (inadvertently was left blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the charged coupled device (ccd) is faulty, and this has prevented normal communication, resulting in the phenomenon of the image not being displayed as indicated by the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.